Event description:
It was reported that an ilet pump began physically separating at the screen bezel, requiring tape to keep the assembly together, while the device continued to function and blood glucose values were not affected; the event aligns with a device bonding failure involving the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information, including photographs. Investigation of this case revealed a stress-related problem consistent with a loss or failure to bond at the display area. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.